Event description:
A malfunction alarm with code malf 6 was reported, and it was determined that there was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and after successfully resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction reoccurred.